Event description:
A customer reported to baxter (B)(4) of a 1000 ml eva bag withouttransfer set in which customer observed leak at welding seam. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a 1000 ml eva bag without transfer set in which customer observed leak at welding seam was confirmed during sample evaluation. One sample was available at the plant for evaluation. No defects were identified during visual inspection. The bag was inflated with air and leak tested under water. A leak was revealed from the welding area next to the port of the blue bag connector. Assignable root cause of the reported condition is unknown. No repairs were made since this is a single use device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.